Manufacturer narrative:
The underside of the set-screw is scratched and the screw threads are damaged. On the polyaxial screw the internal thread of the body is sheared off. The insert exhibits damage, and the outer surface of the body is scratched. No similar incidents have been filed with products from this batch. Device quality and manufacturing records were reviewed with no deviations noted. Final conclusion: it appears that the screws are damaged by improper handling. Corrective/preventive action: not applicable.

Event description:
Country of complaint: (B)(6). Cross threading was occurred during a surgery. The surgeon found cross thread of this screws at the final fixation of c1 and c2. There was a burr on the surface of the set screw. Also, the polyaxial screw has a burr and scratches on its surface. Note: operation was done without further problem by using replacements. Operation was delayed over 15 minutes. Involved component: sw171t/51821936; s4c polyaxial screw 3.5x30mm.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Mfg site eval: eval on-going at OEM.